Event description:
In 2003, the pt reportedly was unable to hear while using their sound processor. External equipment was exchanged. However, the problem was not resolved. A week later, the pt was seen at the center for device evaluation. External equipment was exchanged which did not resolve the problem. Testing performed indicated that the device was not functioning. The following day, the pt was seen by co rep. Testing performed confirmed that the device was no longer functioning. The pt's ci device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.